Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple allegations on the device, namely time/clock anomaly, frozen screen, e/a alarm unspecified, and keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer was not able to clear the alarm, buttons were unresponsive and the time clock did not advance. The battery was replaced but the screen remained unresponsive. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0873 inches. Pump did not pass the sleep current measurement test due to high currents. All buttons function properly. No frozen screen noted during testing. No time loss/gain anomaly noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label stained). Frozen screen was not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Time/clock anomaly was not confirmed. E/a alarm unspecified was not confirmed. Unexpected battery power loss was confirmed due to moisture damage to the electronic stack and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.